Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the device was used as there was fluid in the tubing; no signs of damage. Functional testing confirmed the tip lock moved upward while the device was in low mode, causing the tip to loosen and vibrate. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock slid easily during use, and the tip came off from the hand piece. No adverse event was reported as a result of this malfunction.